Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30, stain inside the charged coupled device (ccd) lenses a root cause could not be identified. Based on the results of the investigation, no image and scope communication error b30 occurred due to faulty cable. The most probable cause for the stain malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had no picture. The issue was found during inspection for use. There were no reports of patient harm.